Manufacturer narrative:
The subject product was discarded by the user facility and was not returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine what may have caused the reported leakage into the battery compartment. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Discarded by user facility.

Event description:
It was reported by the customer contact that there was water in the battery compartment of the hydrosurg irrigator during a laparoscopic cholecystectomy. There was no patient injury reported.